Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post procedure, the surgeon had two or three occasions that the patients came back to get their sutures removed and had an infection around the suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. No device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.